Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not charge. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that device would not charge when plugged in. The rse went over troubleshooting step per philips service manual. After troubleshooting, the customer found 120v coming in. The rse informed customer that power supply needs to be replaced, and provided the customer the part number and price for replacement power supply. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. Device was then able to charge and voltage coming out of power supply was the correct voltage stated by tech support. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.